Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm after being taken out of the storage. Customer's blood glucose was 126 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to loose/tilted drive support disk. The insulin pump was unable to test for prime test, occlusion test due to motor error alarm. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corners.